Manufacturer narrative:
The investigation of low pump flow has been completed. The reported motor current spike and 0 flow. Biomaterial was found around impeller upon investigation. Data logs showed motor current spike followed by low flows and shift in placement signal. The cause of the low pump flow was most likely biomaterial since there was a motor current spike and biomaterial on the impeller.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had placed a impella rp flex to support a patient admitted in with right heart failure and preoperative. The rp was explanted after 8 days due to low flows issue and questions of either clot ingestion or sensor damage. No other information was provided and the procedural outcome was the patient survived surgery.